Manufacturer narrative:
(B)(4).

Event description:
It was reported that this newly implanted right ventricular (rv) lead was repositioned, due to a loss of capture, with no asystole. The patient was hospitalized, and antibiotics were given. No additional adverse patient effects were reported. This product remains in service. This report will be updated, should additional information be received.